Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. In addition a labeling review was conducted. The operator manual for the system was reviewed and found to include adequate instructions for use, precautions and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site and was unable to duplicate the reported issue. Fss found one (1) 2012 error on the error log that happened on (B)(6) 2015, which was due to footpedal not being turned on. Fss reseated monitor assembly and pivot assembly cables, which fixed the issue. Fss performed the field service checklist as well as verified vacuum calibration. The system passed all functional tests and it was found to meet amo specifications. Fss also verified phaco handpiece, serial number (B)(4), which it checked out to be fine. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that safe state error, error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported.